Event description:
It was reported that shaft break occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. When the device was removed, it was noted that the shaft was broken 20cm from the hub. The detached part was removed using a snare. The procedure was completed with this device. No patient harm nor complications were reported.

Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube and the hypotube is separated 36.9cm from the hub. Microscopic examination revealed damage to the tip. There is blood present on the balloon folds and inside the tip. The balloon is still tightly folded.

Event description:
It was reported that shaft break occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. When the device was removed, it was noted that the shaft was broken 20cm from the hub. The detached part was removed using a snare. The procedure was completed with this device. No patient harm nor complications were reported.